Event description:
As reported by the user facility: incident description: rpt on an amiodarone infusion. Pump alarm = air in the line. Multiple times an hour with multiple nurses having to resolve issue. Most often air not visualized in line. Attempts to resolve included flicking line once removed from pump, cleaning tubing area of pump with alcohol swab (and drying it), changing pumps, changing the line. Infusion likely not running for total 1 hour due to interruptions. Line used is yellow filtered tubing used for amiodarone infusions. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.